Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2014 a perceval pvs25 sutureless aortic heart valve was implanted as part of the sure-avr trial. On (B)(6) 2014 the patient had a complete av block. The patient received a pacemaker implant and was discharged.

Manufacturer narrative:
The manufacturer attempted to make contact with the physician responsible and was unable to acquire any additional information regarding the event. Because the device was not explanted and cannot be analyzed no further investigations are possible at this time. Based on internal assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs25 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
The manufacturer attempted to make contact with the physician responsible and was unable to acquire any additional information regarding the event. Because the device was not explanted and cannot be analyzed no further investigations are possible at this time. Based on internal assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs25 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.